Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿the patient made a mistake and did not wear a mask¿. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. Four days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient¿s pd effluent was clear and the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.